Event description:
Two plates were labeled with conflicting article numbers. Directly on the plate they were labeled as pt (B)(4); on the package as pt (B)(4).

Manufacturer narrative:
The plates themselves were labeled with a wrong article number due to an employee error. The packaging, including correct labeling, was performed as specified. The affected plates were replaced at the customer. Production employees were retrained and an additional test implemented into the manufacturing process. This is a late report due to a corrective action.